Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error and a broken force sensor error alarm. The customer's blood glucose level was 110 mg/dl at the time of the incident. Customer stated insulin pump was not exposed to a high magnetic field. The customer reported they were unable to clear the alarm. The customer was advised to discontinue use of the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage on the electronic assembly and force sensor. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and vibrator. No moisture damage on the keypad assembly noted.